Event description:
It was reported that the female connectors were placed on both sides of the patient line set; this made the set unusable. This was noted on 11 pieces. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of twelve (12) products; ten (10) products were received in new conditions with their original unopened packaging and two (2) gas vent assemblies were received in used conditions. Visual inspection: the samples were visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; eleven (11) samples had assembled two (2) female connectors instead of one (1) female connector and one (1) male connector in the gas vent assembly. The most probable root cause of the issue were: the gas vent assembly was not properly assembled by the operator; the assemblies with the wrong components were not detected through the in-process inspection. Action(s) taken to mitigate the reported issue(s): production personnel was retrained by the production supervisor in order to reinforce the assembly operation of the gas vent assembly and to reinforce the in-process inspection to verify for correct components.